Event description:
Customer stated, "pad is not shutting off after 30-40 minutes". The product has been returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that the pad was functioning properly and was not defective. After 3 tests the switch was found to shut off within the specification of 25±3 minutes. The customer admitted to misusing the product by laying on the pad. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".